Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was not confirmed. Customer stated problem could not be duplicated. Device passed all tests. No repair was necessary, performed a full standard pm (preventative maintenance) and all functional tests to pass. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device would lose power when cassette is attached, during testing. No patient injury was reported.